Event description:
It was reported that the bd maxzero¿ needleless connector was blocked. This event occurred 6 times. The following information was provided by the initial reporter: "nurse has tried to give IV medication to patient but it doesn't flow trough the maxzero if the amount of fluid is bigger 1000 ml then it flows slowly but on 100ml only few drops randomly."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 27-jul-2022. Investigation summary ten mz1000 samples were received for investigation; one sample was received without packaging and was received connected to a bbraun stopcock extension set, and two of the samples were received in opened packaging from lot 22025486. The remaining seven samples were received in sealed packaging, five from lot 22025487 and two from lot 22025486. The feedback provided by the customer indicates that a flow restriction was detected when the maxzero component is connected to a bbraun stopcock extension set, as only a few drops of fluid flow through the maxzero device. A visual inspection of all the returned maxzero components did not identify any obvious signs of damage or manufacturing defects which could have contributed to the customer's experience; however, the male luer of the bbraun stopcock revealed a concave design to the tip of the component. All returned samples were subjected to functional testing by connecting a 50 ml bd plastipak syringe and flushing with fluid; in each instance, no occlusion or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22025488, 22025487 and 22025486 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked. This event occurred 6 times. The following information was provided by the initial reporter: "nurse has tried to give IV medication to patient but it doesn't flow trough the maxzero if the amount of fluid is bigger 1000 ml then it flows slowly but on 100ml only few drops randomly."